Manufacturer narrative:
(B)(4). Date sent: 11/9/2023. D4 batch # unk. D1, d4: exact product code is unk, uncertain if powered vs. Manual. Assumed cdh25 b3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Please provide the account/facility name. 2. Could you please provide device details (product code/lot#/batch or power/manual stapler)? 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Answer: patient is 100 lb female undergoing lar for diverticular disease. Anastomosis at approx. Area of peritoneal reflection (upper third usually) triple staple technique with 25mm circular (uncertain powered vs manual)-though rectal stump closure to side of descending colon., successfully fired, good auditory feedback, on firing. . Had some difficulty in staple removal, leak test with saline/air good, but on inspection sees washer fully cut but proximal donut not seen, distal donut ok, flex sig showed proximal donut adherent to staple line still in colon. He was able to remove, but a couple of staples came with it, retested staple line(leak test and visual) looks fine. He had never seen this. Was most concerned with the staples in the donut. Seems most consistent with donut adherent to staples from rectal stump. Advised careful evaluation of staple line, he is comfortable closing, and will not divert. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an lar procedure, "triple staple technique though rectal stump closure to side of descending colon., successfully fired, good auditory feedback, on firing. Had some difficulty in staple removal, leak test with saline/air good, but on inspection sees washer fully cut but proximal donut not seen, distal donut ok, flex sig showed proximal donut adherent to staple line still in colon. Surgeon was able to remove, but a couple of staples came with it, retested staple line(leak test and visual) looks fine.